Manufacturer narrative:
The unit alarmed motor error during basic occlusion test due to faulty fsr gold. The unit was unable to verify compromised force sensor alarms due to motor error alarms. The motor was tested outside the device and passed. The unit was received with cracked case at display window corners, battery tube threads and belt clip slot. The unit was received with minor scratched lcd window.

Event description:
It was reported that the customer's insulin pump was alarming motor error. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be recessed. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 180 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).